Event description:
Arterial line being removed. When tegoderm was peeled back, profuse bleeding occurred from the line. The arterial catheter was then removed and pressure applied to site until the bleeding subsided. Upon inspection, the catheter tip was not intact, and the tip could be palpated in patient's wrist. The patient was taken to the or for removal of the retained tip.